Event description:
Three months after surgery, a 25mm length 2.3mm cannulated compression screw broke in a pt. The pt was in a post-operative cast and did not fall or undergo any extreme activity to cause the breakage. Nothing was done to remove the broken screw from the pt.

Manufacturer narrative:
Device malfunction. Device not returned to MFR. Device was left in pt.